Event description:
On the second pass, with the screw-type biopsy needle, difficulty in removing the needle through the guide needle was encountered. Minimal readjustment and minimal force were applied. However, the inner portion of the biopsy needle fractured approx 17mm proximal to its tip. It lied predominantly within the pulmonary nodule.